Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (batch no. A34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety since (B)(6)2018 and pelvic adhesions. Concomitant products included ibuprofen, oral contraceptive nos, sertraline (zoloft) and tramadol. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("skin rash"), headache ("headache"), fatigue ("fatigue"), weight fluctuation ("weight gain/loss"), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("pain during intercourse"), migraine ("migraines") and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (robotic-assisted laparoscopic total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia, migraine, vaginal haemorrhage, headache, fatigue, weight fluctuation and menorrhagia was resolving and the rash, alopecia and dysgeusia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: the essure device was placed per manufacturer¿s recommendation and released with two coils remaining. Most if not all symptoms decreased following removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (batch no. A34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety since (B)(6) 2018 and pelvic adhesions. Concomitant products included ibuprofen, oral contraceptive nos, sertraline (zoloft) and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("skin rash"), headache ("headache"), fatigue ("fatigue"), weight fluctuation ("weight gain/loss"), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("pain during intercourse"), migraine ("migraines") and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (robotic-assisted laparoscopic total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia, migraine, vaginal haemorrhage, headache, fatigue, weight fluctuation and menorrhagia was resolving and the rash, alopecia and dysgeusia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: the essure device was placed per manufacturer¿s recommendation and released with two coils remaining. Most if not all symptoms decreased following removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs events " metal taste in mouth " are added and skin rashes are updated. Reporter information are added. Outcome of events " hair loss, skin rashes and metal taste in mouth " are completely resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (to remove one or more of the essure coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, migraine, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 4-may-2018: new reporter added; pain during intercourse and migraines added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (batch no. A34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety since (B)(6) 2018 and pelvic adhesions. Concomitant products included ibuprofen, oral contraceptive nos, sertraline (zoloft) and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash"), headache ("headache"), fatigue ("fatigue"), weight fluctuation ("weight gain/loss"), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (robotic-assisted laparoscopic total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia, migraine, vaginal haemorrhage, rash, headache, fatigue, weight fluctuation, alopecia and menorrhagia were resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: the essure device was placed per manufacturer¿s recommendation and released with two coils remaining. Most if not all symptoms decreased following removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, reporter added. Lot number added, demographic added, event added per pfs- menorrhagia, rashes or skin conditions, headache, fatigue, weight fluctuation, hair loss, concomitant disease added, concomitant drugs added, lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (batch no. A34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included anxiety since (B)(6) 2018 and pelvic adhesions. Concomitant products included ibuprofen, oral contraceptive nos, sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("skin rash"), headache ("headache"), fatigue ("fatigue"), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain/loss / weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("pain during intercourse") and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (robotic-assisted laparoscopic total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia, migraine, vaginal haemorrhage, headache, fatigue, weight increased and menorrhagia was resolving and the rash, alopecia and dysgeusia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the essure device was placed per manufacturer¿s recommendation and released with two coils remaining. Most if not all symptoms decreased following removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: plaintiff fact sheet received. Event weight fluctuation was replaced with weight gain. Date of birth was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding') in a 26-year-old female patient who had essure (batch no. A34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included anxiety since (B)(6)2018, pelvic adhesions, benign cervical tumor and adhesion. Concomitant products included ibuprofen, oral contraceptive nos, sertraline hydrochloride (zoloft) and tramadol. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines or headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("skin rash"), headache ("headache"), fatigue ("fatigue"), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain/loss / weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("pain during intercourse"), dysgeusia ("metal taste in mouth"), autoimmune disorder ("autoimmune") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (robotic-assisted laparoscopic total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia, migraine, vaginal haemorrhage, headache, fatigue, weight increased and menorrhagia was resolving, the rash, alopecia and dysgeusia had resolved and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the essure device was placed per manufacturer¿s recommendation and released with two coils remaining. Most if not all symptoms decreased following removal. Discrepancy noted in date of removal(B)(6)2017 and (B)(6)2018. Date(s) of insertion: (B)(6)2012 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event pelvic pain. Lot number:a34127 manufacturing date: 2012-07 expiration date: 2015-07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding') in a 26-year-old female patient who had essure (batch no. A34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included anxiety since (B)(6) 2018, pelvic adhesions, benign cervical tumor and adhesion. Concomitant products included ibuprofen, oral contraceptive nos, sertraline hydrochloride (zoloft) and tramadol. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines or headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("skin rash"), headache ("headache"), fatigue ("fatigue"), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain/loss / weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("pain during intercourse"), dysgeusia ("metal taste in mouth"), autoimmune disorder ("autoimmune") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (robotic-assisted laparoscopic total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspareunia, migraine, vaginal haemorrhage, headache, fatigue, weight increased and menorrhagia was resolving, the rash, alopecia and dysgeusia had resolved and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, dysgeusia, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the essure device was placed per manufacturer¿s recommendation and released with two coils remaining. Most if not all symptoms decreased following removal. Discrepancy noted in date of removal (B)(6)2017 and (B)(6)2018. Date(s) of insertion: (B)(6)2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. New events: autoimmune disorder and hypersensitivity reactions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more of the essure coils). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.